Event description:
Reprise iii study it was reported that heart failure and aortic regurgitation occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject did not receive loading doses of antiplatelet medication. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No new conduction disturbance was noted post bav. The aortic valve was treated with deployment of a 25 mm lotus valve. Two (2) days post index procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6)2020 , 1707 days post index procedure, the subject presented emergently with complaints of chest pain and progressive worsening shortness of breath. The subject reported right upper arm pain extending into the right scapula along with shortness of breath and intermittent confusion which worsened at night causing difficulty in sleeping. The subject reported that the subject had been dyspneic, orthopneic, with progressive mild cough for months. The subjects family also reported notable weight gain since (B)(6)2020 . Physical examination revealed that the subject was alert and well developed with mild distress. There was irregular heart rhythm with 1/6 systolic murmur. 2+ bilateral edema was noted in the lower legs. Lab test revealed elevated bnp= 770 pg/ml (standard reference range: < 100 pg/ml) and troponin= 0.05 ng/ml (reference range: 0.01- 0.04 ng/ml). Electrocardiogram (EKG) showed left bundle branch block. Chest x-ray revealed mild bilateral perihilar opacities which were consistent with pulmonary congestion vs pneumonitis. No pleural effusion was noted. A repeat chest x-ray and chest computed tomography (CT) was recommended. The subject was ambulated in the emergency department for shortness of breath. Nitro was given for chest pain and it subsequently resolved. The subject was diagnosed with acute diastolic heart failure exacerbation and was hospitalized; IV lasix (20 mg) was initiated. At the time of the event, the subject was on eliquis and imdur. The subject consulted cardiology a week prior for evaluation of worsening dyspnea and echocardiogram at that time revealed slight worsening of aortic prosthetic valve indices, which was unlikely the cause of worsening shortness of breath. The subject was given imdur for treatment of possible coronary artery progression at that time. The subject tested negative for covid-19. The next day, cardiology was consulted. Physical examination revealed jugular vein distention (jvd). Cardiac rhythm was regular and normal with 3/6 systolic murmur. No peripheral edema was noted in the extremities. Lab test revealed troponin= 0.04 ng/ml (reference range: 0.01- 0.04 ng/ml). Chest x-ray revealed stable bilateral interstitial disease. Stable right lung volume loss with basal atelectasis was observed. Chest CT revealed bilateral pleural effusions, left larger than right, with probable small pericardial effusion and coronary artery calcification. The shortness of breath was a likely component of heart failure exacerbation. The heart failure exacerbation event was multifactorial, likely secondary to prior ischemic insults: atrial fibrillation and moderate aortic stenosis. Input/output (I/o) was monitored. The subjects condition improved with diuresis; shortness of breath improved, and the subjects weight decreased from 200 to 190 pounds. However, there was no improvement in euvolemia. IV lasix was transitioned to oral dose. Three (3) days later, the event was considered recovered/ resolved and the subject was discharged on oral lasix (40 mg daily) potassium supplement 20 meq daily), imdur and eliquis. Outpatient pulmonary function test (pft) was recommended for the unimproved euvolemia in(B)(6)2020 , 1721 days post index procedure, the subject presented emergently with progressive lower extremity edema, shortness of breath, conversational dyspnea with increased abdominal girth. The subject denied chest pain. The subject was noted to be confused which on discussion with the family seemed to be consistent with cognitive decline over the year. The subjects weight was stable from the last discharge. Physical examination revealed irregular heart rhythm with 4/6 systolic and diastolic murmur and 2+ pedal pulse. The subject was also noted with 2-3 + pitting edema. Lab test revealed elevated troponin at 0.06 ng/ml (reference range: 0.01- 0.04 ng/ml) and bnp at 1080 pg/ml (standard reference range: < 100 pg/ml). EKG revealed atrial fibrillation with developing left bundle branch block. Nonspecific st changes were noted. Chest x-ray showed increased interstitial markings. The subject was diagnosed with heart failure. IV lasix (40 mg) and potassium (40 meq) were initiated twice a day. At the time of the event, the subject was on eliquis. Supplemental oxygen (1 l) via nasal cannula was given. Statin and anticoagulant were given for non st elevation myocardial infarction (mi). The mi was considered to be related to heart failure and small vessel ischemic disease. Repeat EKG was recommended if chest pain continued and heparin would be initiated if troponin level further elevated. The subject tested negative for covid-19. The following day, lab test revealed troponin= 0.06 ng/ml (reference range: 0.01- 0.04 ng/ml). Transthroacic echocardiogram (tte) revealed presence of well-seated bioprosthetic valve with mean aortic pressure gradient of 19 mmhg. The gradient was normal for this prosthetic valve. Moderate to severe regurgitation was noted. The left ventricular ejection fraction was 25-35%. The left ventricular wall thickness was normal, and the systolic function was moderately to severely reduced. The following day, cardiology was consulted. Physical examination revealed 1-4 pitting edema in the legs. Lab results revealed bnp= 1147 pg/ml (standard reference range: < 100 pg/ml). CT of head and brain revealed no evidence of acute intracranial pathology. Chest x-ray revealed slight improvement in degree of vascular prominence. Interstitial markings remained prominent. The findings were consistent with fluid overload and superimposed pneumonitis. The dyspnea appeared to be due to heart failure. The worsening congestive heart failure appeared to be due to cardiomyopathy and worsening aortic valve regurgitation. I/o was monitored. Diuresis was continued. The following day, IV lasix was transitioned to oral (once a day). Occupational therapy (ot) was given. The subjects condition improved with diuresis. Three (3) days later, the event was considered recovered/ resolved and the subject was discharged on oral lasix and imdur. It was further reported that in (B)(6)2020 , the patient died.

Manufacturer narrative:
B2 date of death - updated b32 outcomes attributed to adverse event - updated b5 describe event or problem - updated h1 type of reportable incident - updated h6 patient codes - updated.

Event description:
Reprise iii study. It was reported that heart failure and aortic regurgitation occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject did not receive loading doses of antiplatelet medication. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No new conduction disturbance was noted post bav. The aortic valve was treated with deployment of a 25 mm lotus valve. Two (2) days post index procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, 1707 days post index procedure, the subject presented emergently with complaints of chest pain and progressive worsening shortness of breath. The subject reported right upper arm pain extending into the right scapula along with shortness of breath and intermittent confusion which worsened at night causing difficulty in sleeping. The subject reported that the subject had been dyspneic, orthopneic, with progressive mild cough for months. The subjects family also reported notable weight gain since (B)(6) 2020. Physical examination revealed that the subject was alert and well developed with mild distress. There was irregular heart rhythm with 1/6 systolic murmur. 2+ bilateral edema was noted in the lower legs. Lab test revealed elevated bnp= 770 pg/ml (standard reference range: < 100 pg/ml) and troponin= 0.05 ng/ml (reference range: 0.01- 0.04 ng/ml). Electrocardiogram (EKG) showed left bundle branch block. Chest x-ray revealed mild bilateral perihilar opacities which were consistent with pulmonary congestion vs pneumonitis. No pleural effusion was noted. A repeat chest x-ray and chest computed tomography (CT) was recommended. The subject was ambulated in the emergency department for shortness of breath. Nitro was given for chest pain and it subsequently resolved. The subject was diagnosed with acute diastolic heart failure exacerbation and was hospitalized; IV lasix (20 mg) was initiated. At the time of the event, the subject was on eliquis and imdur. The subject consulted cardiology a week prior for evaluation of worsening dyspnea and echocardiogram at that time revealed slight worsening of aortic prosthetic valve indices, which was unlikely the cause of worsening shortness of breath. The subject was given imdur for treatment of possible coronary artery progression at that time. The subject tested negative for covid-19. The next day, cardiology was consulted. Physical examination revealed jugular vein distention (jvd). Cardiac rhythm was regular and normal with 3/6 systolic murmur. No peripheral edema was noted in the extremities. Lab test revealed troponin= 0.04 ng/ml (reference range: 0.01- 0.04 ng/ml). Chest x-ray revealed stable bilateral interstitial disease. Stable right lung volume loss with basal atelectasis was observed. Chest CT revealed bilateral pleural effusions, left larger than right, with probable small pericardial effusion and coronary artery calcification. The shortness of breath was a likely component of heart failure exacerbation. The heart failure exacerbation event was multifactorial, likely secondary to prior ischemic insults: atrial fibrillation and moderate aortic stenosis. Input/output (I/o) was monitored. The subjects condition improved with diuresis; shortness of breath improved, and the subjects weight decreased from 200 to 190 pounds. However, there was no improvement in euvolemia. IV lasix was transitioned to oral dose. Three (3) days later, the event was considered recovered/ resolved and the subject was discharged on oral lasix (40 mg daily) potassium supplement 20 meq daily), imdur and eliquis. Outpatient pulmonary function test (pft) was recommended for the unimproved euvolemia in (B)(6) 2020, 1721 days post index procedure, the subject presented emergently with progressive lower extremity edema, shortness of breath, conversational dyspnea with increased abdominal girth. The subject denied chest pain. The subject was noted to be confused which on discussion with the family seemed to be consistent with cognitive decline over the year. The subjects weight was stable from the last discharge. Physical examination revealed irregular heart rhythm with 4/6 systolic and diastolic murmur and 2+ pedal pulse. The subject was also noted with 2-3 + pitting edema. Lab test revealed elevated troponin at 0.06 ng/ml (reference range: 0.01- 0.04 ng/ml) and bnp at 1080 pg/ml (standard reference range: < 100 pg/ml). EKG revealed atrial fibrillation with developing left bundle branch block. Nonspecific st changes were noted. Chest x-ray showed increased interstitial markings. The subject was diagnosed with heart failure. IV lasix (40 mg) and potassium (40 meq) were initiated twice a day. At the time of the event, the subject was on eliquis. Supplemental oxygen (1 l) via nasal cannula was given. Statin and anticoagulant were given for non st elevation myocardial infarction (mi). The mi was considered to be related to heart failure and small vessel ischemic disease. Repeat EKG was recommended if chest pain continued and heparin would be initiated if troponin level further elevated. The subject tested negative for covid-19. The following day, lab test revealed troponin= 0.06 ng/ml (reference range: 0.01- 0.04 ng/ml). Transthroacic echocardiogram (tte) revealed presence of well-seated bioprosthetic valve with mean aortic pressure gradient of 19 mmhg. The gradient was normal for this prosthetic valve. Moderate to severe regurgitation was noted. The left ventricular ejection fraction was 25-35%. The left ventricular wall thickness was normal, and the systolic function was moderately to severely reduced. The following day, cardiology was consulted. Physical examination revealed 1-4 pitting edema in the legs. Lab results revealed bnp= 1147 pg/ml (standard reference range: < 100 pg/ml). CT of head and brain revealed no evidence of acute intracranial pathology. Chest x-ray revealed slight improvement in degree of vascular prominence. Interstitial markings remained prominent. The findings were consistent with fluid overload and superimposed pneumonitis. The dyspnea appeared to be due to heart failure. The worsening congestive heart failure appeared to be due to cardiomyopathy and worsening aortic valve regurgitation. I/o was monitored. Diuresis was continued. The following day, IV lasix was transitioned to oral (once a day). Occupational therapy (ot) was given. The subjects condition improved with diuresis. Three (3) days later, the event was considered recovered/ resolved and the subject was discharged on oral lasix and imdur. It was further reported that in (B)(6) 2020, the patient died. It was further reported when the patient presented emergently 1707 days post index procedure, the previously reported worsening shortness of breath was non-exertional. The subject complaint of tachypnea over the last couple of weeks. Oxygen saturations were between 95 and 98 with heart rate in the 120s. The subject complained of chest pain (which was subsequently relieved with nitroglycerin). The previously reported notable weight gain was 5 to 7lbs. In (B)(6) 2020, 1721 days post index procedure, the subject was transferred from another hospital. Physical examination revealed clear respiratory distress. The patient was hospitalized. There was concern for overall decline in the subjects health and cognitive function, as well as worsening heart failure symptoms due to aortic valve insufficiency. The subjects family did not want further evaluation and opted for conservative management with manipulation in medications. With the subjects current level of function, cardiac catherization or other invasive procedures would not be appropriate. Palliative care was recommended. The family declined valve-in -valve replacement at this time. In (B)(6) 2021, 1748 days post index procedure, the subject was noted presented emergently with dyspnea. The family reported progressively weakness and dyspnea on exertion (doe). Oxygen saturation was 89 percent on nasal cannula at 5 liters per minute. Physical examination revealed moderate respiratory distress. Cardiac rhythm showed known atrial fibrillation. The subject was diagnosed with acute kidney injury. IV was attempted without success and supplemental oxygen was continued at 4 liters per minutes. At the time of the event, the subject was on aspirin, plavix and eliquis. The family requested discharge home with comfort measures. 1748 days post index procedure, the subject expired. Death certificate is not available. It is unknown whether or not an autopsy was performed. The cause of death was acute decompensation of heart failure.

Event description:
(B)(6) study. It was reported that heart failure and aortic regurgitation occurred. Prior to the index procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject did not receive loading doses of antiplatelet medication. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No new conduction disturbance was noted post bav. The aortic valve was treated with deployment of a 25 mm lotus valve. Two (2) days post index procedure, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2020, 1707 days post index procedure, the subject presented emergently with complaints of chest pain and progressive worsening shortness of breath. The subject reported right upper arm pain extending into the right scapula along with shortness of breath and intermittent confusion which worsened at night causing difficulty in sleeping. The subject reported that the subject had been dyspneic, orthopneic, with progressive mild cough for months. The subjects family also reported notable weight gain since (B)(6) 2020. Physical examination revealed that the subject was alert and well developed with mild distress. There was irregular heart rhythm with 1/6 systolic murmur. 2+ bilateral edema was noted in the lower legs. Lab test revealed elevated bnp= 770 pg/ml (standard reference range: < 100 pg/ml) and troponin= 0.05 ng/ml (reference range: 0.01- 0.04 ng/ml). Electrocardiogram (EKG) showed left bundle branch block. Chest x-ray revealed mild bilateral perihilar opacities which were consistent with pulmonary congestion vs pneumonitis. No pleural effusion was noted. A repeat chest x-ray and chest computed tomography (CT) was recommended. The subject was ambulated in the emergency department for shortness of breath. Nitro was given for chest pain and it subsequently resolved. The subject was diagnosed with acute diastolic heart failure exacerbation and was hospitalized; IV lasix (20 mg) was initiated. At the time of the event, the subject was on eliquis and imdur. The subject consulted cardiology a week prior for evaluation of worsening dyspnea and echocardiogram at that time revealed slight worsening of aortic prosthetic valve indices, which was unlikely the cause of worsening shortness of breath. The subject was given imdur for treatment of possible coronary artery progression at that time. The subject tested negative for covid-19. The next day, cardiology was consulted. Physical examination revealed jugular vein distention (jvd). Cardiac rhythm was regular and normal with 3/6 systolic murmur. No peripheral edema was noted in the extremities. Lab test revealed troponin= 0.04 ng/ml (reference range: 0.01- 0.04 ng/ml). Chest x-ray revealed stable bilateral interstitial disease. Stable right lung volume loss with basal atelectasis was observed. Chest CT revealed bilateral pleural effusions, left larger than right, with probable small pericardial effusion and coronary artery calcification. The shortness of breath was a likely component of heart failure exacerbation. The heart failure exacerbation event was multifactorial, likely secondary to prior ischemic insults: atrial fibrillation and moderate aortic stenosis. Input/output (I/o) was monitored. The subjects condition improved with diuresis; shortness of breath improved, and the subjects weight decreased from (B)(6) to (B)(6) pounds. However, there was no improvement in euvolemia. IV lasix was transitioned to oral dose. Three (3) days later, the event was considered recovered/ resolved and the subject was discharged on oral lasix (40 mg daily) potassium supplement 20 meq daily), imdur and eliquis. Outpatient pulmonary function test (pft) was recommended for the unimproved euvolemia in (B)(6) 2020, 1721 days post index procedure, the subject presented emergently with progressive lower extremity edema, shortness of breath, conversational dyspnea with increased abdominal girth. The subject denied chest pain. The subject was noted to be confused which on discussion with the family seemed to be consistent with cognitive decline over the year. The subjects weight was stable from the last discharge. Physical examination revealed irregular heart rhythm with 4/6 systolic and diastolic murmur and 2+ pedal pulse. The subject was also noted with 2-3 + pitting edema. Lab test revealed elevated troponin at 0.06 ng/ml (reference range: 0.01- 0.04 ng/ml) and bnp at 1080 pg/ml (standard reference range: < 100 pg/ml). EKG revealed atrial fibrillation with developing left bundle branch block. Nonspecific st changes were noted. Chest x-ray showed increased interstitial markings. The subject was diagnosed with heart failure. IV lasix (40 mg) and potassium (40 meq) were initiated twice a day. At the time of the event, the subject was on eliquis. Supplemental oxygen (1 l) via nasal cannula was given. Statin and anticoagulant were given for non st elevation myocardial infarction (mi). The mi was considered to be related to heart failure and small vessel ischemic disease. Repeat EKG was recommended if chest pain continued and heparin would be initiated if troponin level further elevated. The subject tested negative for covid-19. The following day, lab test revealed troponin= 0.06 ng/ml (reference range: 0.01- 0.04 ng/ml). Transthroacic echocardiogram (tte) revealed presence of well-seated bioprosthetic valve with mean aortic pressure gradient of 19 mmhg. The gradient was normal for this prosthetic valve. Moderate to severe regurgitation was noted. The left ventricular ejection fraction was 25-35%. The left ventricular wall thickness was normal, and the systolic function was moderately to severely reduced. The following day, cardiology was consulted. Physical examination revealed 1-4 pitting edema in the legs. Lab results revealed bnp= 1147 pg/ml (standard reference range: < 100 pg/ml). CT of head and brain revealed no evidence of acute intracranial pathology. Chest x-ray revealed slight improvement in degree of vascular prominence. Interstitial markings remained prominent. The findings were consistent with fluid overload and superimposed pneumonitis. The dyspnea appeared to be due to heart failure. The worsening congestive heart failure appeared to be due to cardiomyopathy and worsening aortic valve regurgitation. I/o was monitored. Diuresis was continued. The following day, IV lasix was transitioned to oral (once a day). Occupational therapy (ot) was given. The subjects condition improved with diuresis. Three (3) days later, the event was considered recovered/ resolved and the subject was discharged on oral lasix and imdur.